Manufacturer narrative:
Concomitant medical devices: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the patient met with a rep for a follow up appointment. While interrogating the ins, the rep identified high impedances (>10000 ohms) on contacts that weren't being used in the patient's programming, which included contacts 10, 12-15. The rep noted that the patient hadn't noticed any issues with their current programming, and they didn't include those contacts in any reprogramming they did on april 14th. The cause of the high impedances could not be determined. No symptoms were reported. No further complications were reported or anticipated.